Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). A philips remote service engineer (rse) called the customer and a guided diagnosis was carried out: the checks confirmed that the x3 module is fully functional (10/10 audio test).the fault was with the mx800 monitor, which had an intermittent speaker malfunction (no sound). The customer had requested a follow-up after a few days to see if the anomaly reappeared. The client now confirms that the problem has not recurred and would like to close the file. No other information was provided and how it was resolved. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. We are unable to confirm the final disposition of the device because the customer declined further service and stated the device was working. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a intellivue mx800 patient monitor that the mx800 monitor had an intermittent speaker malfunction (no sound). The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.